Event description:
It was reported by the caller, clinical account specialist, that at the end of the case, during post check on ice they noticed an effusion (noted pre-case) had increased in size. The caller noted that there were no issues during the case. The caller stated there was a decline in the patient blood pressure and an increase in heart rate. The caller noted a surface echo was conducted to confirm the effusion. The caller stated the medical intervention performed was a pericardiocentesis. The patient last known status is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).